Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and insulin pump passed the prime and high pressure tests. The customer felt uncomfortable using the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.